Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. No unexpected low reservoir or excessive no delivery alarms noted.

Event description:
Customer reported that she had high blood glucose and dka. Customer went to the emergency room and was hospitalized. The blood glucose reading was over 400 mg/dl at the time of emergency room visit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.